Manufacturer narrative:
H3, h6) the product ID: 9735798, lot number: 17a006397drc08, was returned to the manufacturer for analysis on 5/14/2025. In summary, the returned poe injector had no physical damage and passed a functional test. No problems were found. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. H3, h6) the product ID: 9735843, lot number: unknown, was returned to the manufacturer for analysis on 5/14/2025. In summary, all returned cables and connectors passed continuity tests. The physical conditions of the returned items was good. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. H3, h6) the product ID: 9735783 was returned to the manufacturer on 5/14/2025 and is pending analysis. Codes b21, c21, and d16 are a pplicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798 poe injector, product ID: 9735843 camera ethernet cable, product ID: 9735783 network switch, product ID: 9735996 cable on/off kit, h6: multiple fdd/annex a codes were reported. A0709 was coded for during navigation. A12 was coded for localizer not connected. A1102 was coded for localizer not connected message appeared 3 times. A05 was coded for cart-to-cart cable was accidentally damaged, orange and brown wires came out of the connector. The system was serviced in the field by a medtronic representative. The power over ethernet (poe) injector, camera ethernet cable, network switch 5 port, and cable on/off kit were replaced. Afterwards, the system was performing as intended. Codes b01, c02, c13, d02 are applicable. Img code g02021 applies to the power over ethernet (poe) injector, g02004 applies to the camera ethernet cable, g02034 applies to the network switch, and g02004 applies to the cable on/off kit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during navigation, the localizer not connected message appeared 3 times. Each time it was resolved by disconnecting the umbilical and rebooting the camera cart. This issue caused no surgical delay. There was no reported impact on patient outcome. After the case, the manufacturer representative (rep) was able to replicate the localizer not connected message and performed the following troubleshooting: confirmed o-ring light emitting diode (led)s: interconnected cable to o-ring had a green led - uninterruptable power supply (ups) to o-ring had a green and amber led - pc over ip (pcoip) client to o-ring had a green and amber led - power over ethernet (poe) injector to o-ring had no led. Poe injector had a red led but would turn back to green after rebooting the system. - reseated both ethernets on the poe injector --> no effect. - swapped the pcoip ethernet port with the poe ethernet port on the o-ring --> no effect - ethernet that goes from the o-ring to the pcoip had a red and amber led on the pcoip (should be green and amber) - ethernet that goes from the o-ring to the ups had a green and amber led on the ups (should have 2 green leds) - swapped the ethernet from the ups to the o-ring with the ethernet from the pcoip to the o-ring --> no effect. It was reported that the camera cart's internal cart-to-cart cable was accidentally damaged and needed to be replaced. The orange and brown wires came out of the connector, and as a result the camera cart was not receiving power. The manufacturer representative (rep) replaced the oring and going to replace the poe injector and ethernet camera kit. The rep was unable to replicate the intermittent localizer not connected issue. The ethernet that goes from the o-ring to the pcoip still had a red and amber led on the pcoip. The rep tried a different umbilical and main cart, was unable to clear the red led status on the pcoip. The self test looked fine, system checkout passed with instruments and navigation.

Manufacturer narrative:
H3, h6: the cable, lot number: 171206, was returned to the manufacturer for analysis. Both of the returned power switch cables were connected to the golden unit, which successfully powered on after pressing the power button. There was no failure found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Replaced on/off button on camera cart. Codes b01, c02, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: hardware analysis was completed on the returned concomitant product ID 9735783. Analysis concluded and no faults or failures were found. H6: b01, c19 and d14 apply to concomitant product ID 9735783 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.